Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2016 when she obtained a blood glucose result of 296mg/dl using the subject meter which the patient felt were higher than her feelings and/or usual results. The patient manages her diabetes using medicine twice per day (aeposprin 1 tablet in the morning and envas 1 tablet at night; also insulin human mixtard 2 times per day: 14 units in the morning and 8 units at night) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of sweaty an unspecified amount of time after the alleged meter issue began and reportedly visited her doctor's office (date and time not specified) where her blood glucose was measured using the doctor's clinic meter with a result of 30mg/dl. The patient received hcp treatment of IV glucose in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips had been stored correctly. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury and received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed testing and the reported issue was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.